Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008 and a subsequent revision performed (B)(6) 2009. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." And number 14, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2012-02421 & 2015-00990).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008 and a subsequent revision performed (B)(6) 2009. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2009 due to a loose acetabular cup and an antalgic gait. Revision operative report noted serous effusion, no bony ingrowth on the acetabular cup, and a tissue paper thin film separating the porous coated cup from the bone stock. The modular head, acetabular cup and taper adapter were removed and replaced.